Event description:
In 2005, I-flow corp was notified by the rep of the pt death that occurred in 2003, due to an alleged excessive administration of a cocktail of sufenta, sensorcaine and clonidine via epidural infusion. The pt was sent home with the device connected to an epidural catheter allegedly with instruction to open the clamp on the device as necessary to relieve pain. The device in question, and I-flow eclipse c-series is a continuous flow device intended to provide a continuous delivery of medication at a rate of 5 ml/hr. The pt's rep alleges that the pump was misused by the doctor and the hospital as an intermittent delivery device and as a result thereof, the pt left the clamp open too long and received an overdose of the drug cocktail. This MDR is reporting this incident as a misuse of the device. The cause of this incident is the misuse of the device.